Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped due to oversensing. No further information was available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the emergency room after receiving inappropriate therapy due to oversensing of noise. Oversensing was reproducible with isometric exercises. The lead was capped and replaced. The patient condition was stable.